Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. D4: batch # 255c87. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. The test reload was placed and removed with no issues noted during functional testing. No damage was observed on the jaws. A manufacturing record evaluation was performed for the finished device batch number 255c87, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2023. D4: batch # a9c94k.

Manufacturer narrative:
(B)(4). Date sent: 4/26/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What device component became flimsy? The articulation joint, the jaws of the device or something else? A manufacturing record evaluation was performed for the finished ech60s with lot/batch number a9c94k, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure that after the firing the anvil became flimsy and was difficult to reload. She continued to use device and finished the procedure. There were no adverse consequences for the patient.